Event description:
It was reported that during a ptca procedure, the tip of the mailman guidewire fractured and remains in the 4 year old male patient. The lesion being treated was located in the pulmonary artery. The mailman guidewire was advanced, and then a 6.0 otw sterling balloon catheter was advanced and inflated 3 times to 12atms each time. The 6.0 balloon catheter was removed, and a 7.0 otw sterling balloon catheter was advanced and inflated 3 times to 12atms each time. Another manufacturer's stent was then deployed at 11atms. When the physician attempted to withdraw the mailman guidewire, a small portion of it fractured in the distal lesion. Another manufacturer's snare kit was used several times to try to retrieve the guidewire tip, however, it was unsuccessful. The physician decided to leave the guidewire tip in the distal portion of the artery, and no additional intervention was planned. The patient condition was reported as "stable".

Manufacturer narrative:
The facility has confirmed that this wire has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.